Event description:
The reporter indicated that the pt is experiencing pain at the generator site and has had an increase in seizures. The reporter also indicated that the increase in seizures may be due to stress or tapering the pt off of their anti-epileptic medication. Investigation to date has been unable to determine whether the pt's chest pain is cardiac-related or whether the increase in seizures is above the pt's pre-vns baseline frequency.